Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was no longer using the sensor. Customer's pump and sensor were not communicating properly. Customer had lost sensor alerts, pain at sensor site, and no delivery alarms. Customer's blood glucose level was 116 mg/dl. Customer reported that the alarm was resolved by an infusion set change. Customer disconnected and reconnected the set from the reservoir, but the problem persisted. Customer changed the set only. Customer does not want to return the set or reservoir for analysis. Customer declined troubleshooting. Customer was advised to fill tubing prior to attaching the set to the body. No further action taken.